Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not begun.

Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient. The physician inserted the stent delivery catheter into the patient and placed the stent. The physician post dilated the stents. The physician then felt resistance while removing the stent balloon catheter. The physician removed the balloon catheter and pulled on the wire and the plug on the occlusion balloon wire pulled out and the occlusion balloon deflated. The patient was reported to be fine. The device will be returned for evaluation.